Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0204806226, implanted: (B)(6) 2012, product type: lead. Product ID: 3389-28, lot# 0205689319, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported they noticed an estimated replacement indicator (eri). The event was noted as possibly related to the stimulator. The patient was reprogrammed and the event was noted as ongoing. Additional information reported there were high impedances. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.